Event description:
The customer reported experiencing high blood glucose. The customer stated that the insulin pump alarmed motor error during prime. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Rewind and ran a manual prime and the device did not alarm motor error. Performed a self test and the insulin pump passed the test. The time and date on the device were correct. The basals and bolus matched to the daily totals. Ran a high pressure test and the insulin failed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.